Event description:
It was reported through the lvis pas clinical study, based on the review of medical record, repeat angiogram on december 2018 showed minimal residual aneurysm filling. Angiogram on (B)(6) 2019 (pod 550) showed increased filling between coils, without significant coil compaction. Treated with surgery of repeat stenting and coil embolization on (B)(6) 2020. Current patient status described as: patient had been without headache or other symptoms concerning for rupture. Resolved without sequelae.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.